Event description:
Customer called on (B)(4) 2012 reporting of a clear liquid leak under the white blood cell (wbc) bath of the beckman coulter lh 750 hematology analyzer but could not locate the source of the leak. Customer stated that patient results were not affected since the instrument did not give results (++++++ was given) for wbc. Customer was wearing proper personal protective equipment consisting of a lab coat and gloves at the time of the leak and no injury or exposure was reported. There was also no change to patient treatment attributed to the event. Field service engineer (fse) was dispatched and found no wbc results and a leak below the baths. Fse found that the complete blood count (cbc) lyse restrictor line was disconnected from the feed through fitting 82. Fse stated that this resulted in the leak and no results for wbc and hemoglobin (hgb) due to the sample not being lysed in the bath. The cbc lyse restrictor line deliver cbc lyse to the wbc bath. Fse replaced the cbc lyse restrictor line and no further issues were encountered. Repair was then verified per established procedures. Root cause of the leak was attributed to the cbc lyse restrictor line which became disconnected from the feed through fitting 82 (ff82).

Manufacturer narrative:
(B)(4).